Event description:
It was reported via a maude event report received from FDA that during an unk procedure on the 2nd firing, the reload only fired along one linear half. It is unk how case was completed, and no patient consequences were reported.